Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly calcified and mildly tortuous anterior tibial artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 30 seconds, a balloon rupture was suspected. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.